Manufacturer narrative:
User facility voluntary medwatch report was received on (B)(4) 2011. The report number was not provided. This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the info known by the reporter upon query by hospira personnel. (B)(4). Additional info from voluntary report: (B)(4), adverse event or product problem?: product use error, date of this report: 01/19/2011, product available for eval? Yes. Brand name: macrobore extension set, common device name: saline lock, manufacturer: hospira (B)(4).

Event description:
User facility voluntary medwatch received that stated: "pt presented to ed with abdominal pain and per protocol, IV access was performed. A 20 gauge angiocath was inserted in the pt's antecubital area and a saline lock was placed. Md ordered a CT of the abdomen with oral contrast and IV contrast. CT tech. Began using a power injector to insert the IV contrast (optiray). The injector was connected to the extension set. This was the second extension set being used on the pt since the first set ruptured. Ed staff replaced the extension set after the first one ruptured. This second extension set also ruptured. Staff again immediately intervened and there was no injury to the pt. The pt had received sufficient contrast to be able to complete the study. Individual packaging reads, "before using, confirm compatibility and flow with connecting device. See insert. The insert (product compatibility notice" is one insert in a box of." Upon further query the following info was received indicating a tubing rupture while in use with a power injector; subsequently blood loss was noted. The extension set was being used to deliver 100 ml of optiray, via a medrad stellant d power injector, at a pressure setting of 300psi. The power injector was connected to the tubing set that was connected to the pt's 20 gauge angiocatheter. After an unspecified length of time in use, the tubing ruptured between the clave y-site and the option-lok male adapter. The tubing set was clamped. An unspecified volume of blood loss was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.